Event description:
The patient ((B)(6)) received an scs system including an ipg. It was reported that the patient experienced heating sensation at the ipg pocket site when the ipg was recharged. It was reported that the ipg will be explanted at a date yet to be determined. It is unknown if the explanted ipg will be returned to the manufacturer for analysis. No additional information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.